Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified delamination of valve, white particles, and flat creases. A leak test was performed and found delamination of the valve. A microscopic analysis identified partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.